Event description:
During a procedure to treat lumbar spondylosis, an erroneous audible noise and a loss of display occurred which led to cancellation of the procedure. Prior to beginning lesions, the generator screen faded to grey and there was a continuous audible beep. There were no adverse consequences to the patient and the procedure was cancelled due to the generator issues.

Manufacturer narrative:
No conclusion code available. The results of the investigation concluded the root cause of the loss of display and erroneous noise was isolated to the power supply board. The device met specifications prior to leaving abbott manufacturing facilities as supported by a review of the device history record.